Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to recurrent infection. The user was implanted in 2020 and has experienced recurrent infections at the implant site since then. Despite repeated courses of antibiotics, the infections temporarily resolved but consistently reoccurred. Now the implant was removed as antibiotics administered over the past three months have proven ineffective. The user will be re-implanted at a later point in time.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to recurrent infection at the implant site. According to the device explantation report form the skin over the implant was not intact. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user was implanted in 2020 and has experienced recurrent infections at the implant site since then. Despite repeated courses of antibiotics, the infections temporarily resolved but consistently reoccurred. Now the implant was removed as antibiotics administered over the past three months have proven ineffective. The user was explanted and will be re-implanted at a later point in time.